Event description:
Event was reported to (B)(4) by an attorney. The patient experienced recurring bladder infections, urinary incontinence, bladder spasms, and pain. No further information has been provided.